Event description:
Additional information was provided from a consumer stated that 'about a month ago,' they called in to clear data, but since then, 'it just gets slower and slower.' The patient stated that they had tried resetting the handset like they were told to do last time they called, but it did not seem to work. It was determined that patients thought they were not clearing data correctly because they did not see a message that said, 'data clear was complete.' The application and total in the patient data service storage were not 0 like the others. The patient stated over time, it has taken quite a while to connect to the pump and inquired how they need to be holding the communicator. The agent reviewed considerations for the communicator placement and the patient was currently in a lockout but would monitor and call back for assistance as needed. The agent reviewed how to clear the data considerations and assisted the patient in clearing the data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that the patient reported that the communicator has gotten increasingly harder to pick up the signal from the pump for about a month, but it was getting worse in the last couple days. The patient stated that the handset will load a small amount and then stop. They would have to move the communicator around and there was no exact place to make the thing work like it was supposed to. The handset will get stuck at 80-90% when connecting. The patient service assisted the patient with clearing the data on the handset and device connected very fast and the patient saw their lockout screen. The agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software, product ID hh9020tdd, serial # (B)(6); product ID tm90t0, serial # (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.